Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown chemotherapy sets alarmed ¿air in line¿. The event occurred during etoposide infusion via a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.